Event description:
Device was removed from the pt and replaced due to "malfunction", disruption of right angle connector between pump and cylinder on left side.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder performed within specifications. Cylinder performed within specifications. Connector was not functionally tested.